Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument. The instrument was evaluated on an in-house system, passing recognition and engagement tests. It demonstrated intuitive movement with full range of motion in all directions and successfully passed energy delivery testing in multiple grip orientations. Electrical continuity testing was also successful. The instrument was fully functional. Additionally, the instrument was found to have thermal damage on the yaw pulley, near the grip cable at the distal end. The instrument did release energy, but visual inspection did not reveal any thermal damage or signs of "melting" at the base of the yaw pulley. A review of the procedure logs indicated that a monopolar instrument was used. The probable root cause of the thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that the maryland bipolar forceps instrument had an issue. No additional information was provided.